Manufacturer narrative:
The device was returned and evaluated. The armrests were not cracked on the returned device.

Event description:
Consumer alleges while getting ready for a doctors appointment his hand slid on the alleged cracked armrest causing him to hit the back of the chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges while getting ready for a doctors appointment his hand slid on the alleged cracked armrest causing him to hit the back of the chair.